Event description:
It was reported that the customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of xxx mg/dl. Cause was not known. Customer administered a manual injection to address high bg.